Event description:
It was reported that a vns patient passed away on (B)(6) 2014. The cause of death and its relationship to vns are unknown. No further information relevant to the patient¿s death has been received to date.